Manufacturer narrative:
Qc has been within lab established ranges. The customer performs the twice-weekly cleaning procedure. A field service engineer (fse) was dispatched: the fse inspected the instrument and found a worn component on the ratio pump. The fse replaced the worn part. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false sodium (na) and potassium (k) results generated by the unicel dxc 600 pro synchron clinical systems for two patients. Patient a: originally the specimen was tested for na and k on a different instrument. The sample was re-tested on the dxc 600 pro analyzer and higher results were obtained. Upon repeat testing results matched the different instrument results. Patient b: a sample from this patient was tested for na and k, and the instrument automatically rerun na generating a lower result. The specimen was re-tested once more and na result was also lower. Customer then run the sample on a different instrument and na and k results were lower comparing to the initial results generated by the dxc 600 pro system. The results were not reported out of the lab. Patient treatment was not affected.